Manufacturer narrative:
Product complaint # (B)(4). Event date unk. Batch # t5e341. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with a gst60d cartridge reload loaded on the device. The cartridge was received fully fired, with the pan detached from the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the reload was loaded into the stapler and fired. When reload was removed the metal casing on the reload remained in the stapler and therefore the gun was not able to be reloaded.